Event description:
Literature was reviewed regarding characteristic calcification behavior of five surgical aortic valve bioprostheses models: an in vitro study. The study population did not include patients as this study was completed only with the surgical aortic valve devices in vitro. Multiple manufacturer¿s devices were used in the study; the medtronic freestyle aortic bioprosthetic valve was also included in vitro. Among all freestyle aortic bioprosthetic valves in vitro study outcomes, outcomes included: minor hydroxyapatite crystals and calcium nodules. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.